Event description:
It was reported there was a blue screen on start up. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: 229047, analyzer. (B)(4).